Event description:
It was reported the customer received a keypad anomaly. The customer stated the numbers on their keypad was scrolling and the buttons were stuck on their insulin pump. Customer's blood glucose was 140 mg/dl. The customer could not recall any significant events leading to the keypad issues. Customer also stated a button error alarm also occurred on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. No button error alarm noted during testing. No ramping numbers on their own or scrolling bar moving anomaly noted. Insulin pump was received with minor scratches on display window, cracked display window at bottom right side corner, cracked case at display window corner and cracked reservoir tube lip.